Event description:
The reporter stated that the screw broke during implantation during a surgical procedure. The procedure was prolonged by about fifteen minutes. There was no adverse outcome for the patient. Integra has requested additional clinical information. Spin screws are indicated for fixation of bone fractures or for bone reconstruction in the hand and foot.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.